Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-01440.

Event description:
The patient was undergoing a coil embolization procedure in the right hepatic portal vein using a pod coil, a ruby coil detachment handle, and a non-penumbra microcatheter. It was noted that the patient anatomy was tortuous and calcified. During the procedure, the physician advanced a pod coil into the target vessel using a microcatheter and attempted to detach it using the handle; however, the pod coil failed to detach. The physician then made several additional attempts, but the pod coil would not detach. Therefore, the handle was removed. The procedure was completed using the same pod coil, three ruby coils, three pod packing coils (pod pc) and a new handle. There was no report of an adverse effect to the patient.